Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead. After the lss, noise and oversensing occurred which resulted in pacing inhibition. The patient experienced dizziness and greater than 2 seconds of asystole. The patient's rv lead was a non-boston scientific product. It was noted the pacing impedances spiked twice. Noise was unable to be reproduced in bipolar and the pacing impedances were stable. Boston scientific technical services (ts) recommended unipolar pacing and bipolar sensing. This pacemaker remains in service. No adverse patient effects were reported.